Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (cts). Reportedly, the customer was re-using the cartridge up to 3 times. Tandem technical support (cts) informed customer that re-using the cartridge up to 3 times is off label per the tandem user guide. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose level was 332 mg/dl.